Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient¿s daughter stated the patient was hospitalized for a bg of 770 mg/dl while the cgm displayed high. The patient was hospitalized for five days. During her hospitalization, the patient¿s sensor was removed, and her bg was monitored using a glucometer. Medical intervention during the hospitalization included keflex for a uti, clindamycin for a tooth infection, tylenol for tooth pain, peritoneal dialysis and heparin for protein deposits in the dialysis drain bags. Prior to the event, the patient was able to perform self-care and drive, but since the hospitalization, she is unable to perform activities of daily living and needs a care provider. No data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.